Event description:
We purchased a bedwetting alarm and used it for the first time last night. The product is simple. It has a sensor and a compact alarm unit which connects to the sensor. The sensor is placed on the outside of the underwear and the alarm unit is clipped on the top of the t-shirt. I saw an ad on (B)(6) which directed me to the manufacturer's website - (B)(6). I purchased a malem bedwetting alarm for my (B)(6) son and we tried it for the first time last night. I set it up as per instructions and put my son to sleep. Within 10 minutes, the back of the alarm got so hot that it partially melted and burnt a hole through my son's pajama top. How can a bed wetting product do this? Isn't there any quality control for this product? I had to rush my child to the emergency room and reported the incident today morning to the manufacturer who told me that it was a safe product and that this is user error. I just put in batteries and literally exploded.